Event description:
Pt had essure micro-inserts implanted on (B)(6)2009. Two months later, pt presented with pelvic pain. No signs of obvious infection during initial pt examination. Diagnostic laparoscopy performed - found infection in pt and had to open up pt abdominally; total abdominal hysterectomy performed and the micro-inserts were removed. Doctor does not believe that essure devices were directly related to pt's pain. Pt's pain continued following device removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.